Event description:
It was reported that an intermittent loss of capture had been observed on the right ventricular lead. The device was reprogrammed. The patient was asymptomatic and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.